Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with four bands still attached to it, two of them were overlapped, the ligator housing teeth were found bent and the handle did not have evidence that the trip wire was secured. Also, the trip wire returned broken. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the instructions for use of the device were not followed, as the trip wire was not secured into the handle slot. This oversight can ultimately affect the device's functionality as intended by the instructions for use. It is likely that the trip wire was loose within the handle spool due to not being secured into the handle slot, which prevented the bands from deploying as intended. Additionally, the trip wire was returned broken, appearing to have been manually cut, possibly at the end of the procedure to remove the device from the scope. The marks on the ligator housing teeth suggest that the device may have been used with excessive force, causing damage. Alternatively, the damage could be due to the physician's method of inserting the device through the patient. This damage has impacted the functionality of the handle during band deployment. It is likely that the bent ligator housing teeth also affected the release of the bands from the suture. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the trip wire wasn't secured into the handle slot; however, the IFU states, "secure trip wire in slot on handle unit."

Event description:
Note: this report pertains to first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation procedure to treat perianal hemorrhoids performed on (B)(6) 2025. The device was opened, assembled, and inserted into the patient. During the procedure, the handle was rotated; however, the bands would not deploy. A second speedband superview super 7 was used but the same problem happened, the bands would not deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) university. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation procedure to treat perianal hemorrhoids performed on (B)(6) 2025. The device was opened, assembled, and inserted into the patient. During the procedure, the handle was rotated; however, the bands would not deploy. A second speedband superview super 7 was used but the same problem happened, the bands would not deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.